Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 3. The home patient (hp) stated that the final bag fell off and disconnected. The baxter technical service representative (tsr) explained the alarms and had the hp cycle power two times to clear them. The hp stated that she wanted to end therapy for the night. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The hp understood the explanations and cleared the alarms. They ended therapy and would call the rn. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not being used. The patient did disconnect prior to the alarm or observed air. The patient did not disconnect anytime prior to the alarm or observed air. All bags were not properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. It was unknown how the hp would complete therapy. The sample was not available for evaluation. The hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.